Event description:
During use on a pt, a doctor confirmed cuff leak after 1 day of use, and stopped using the product. Pt was reintubated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.